Manufacturer narrative:
(B) (4). The ge service rep found the system had poor image quality. He tried to adjust the camera lens and iris, but the image quality would not improve. He informed the customer that he would have to order a camera but the customer stated they did not want to pay for a new one therefore, no part was ordered. The system is down and their biomed will attempt to repair the system.

Event description:
The customer reported that the image was very fuzzy, and there was poor resolution on the system. No pt injury was reported.